Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record it was observed that the device had powered off by itself.  The device was tested extensively, but no discrepancies were observed. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.  A cause of the reported issue could not be determined.

Event description:
A distributor contacted physio-control to report that the display on the device from one of their customers had turned black while the device was used on a patient. The patient had received CPR for 20 minutes when the device was connected to the patient using electrodes. A 200 joules shock was administered, but when the users then attempted to deliver a second defibrillation shock, the device's display turned black. The users removed and reinstalled the device's batteries, and the device could be used to continue treatment. The patient had return of spontaneous circulation (rosc) and was transferred to a hospital. During device evaluation, physio-control observed from the downloaded electronic patient record that the device had powered off by itself.